Event description:
It was reported that during a cardia cancer resection procedure, staples in the internal part of the cartridge were malformed. The surgeon had to remove the staples and use hand-suturing to complete the procedure. There was no pt consequence.